Event description:
Spontaneous communication from rn (B)(6).:" patient called in today and stated her tubing is leaking and that blood is backing up into her line." Md requested cnss help patient troubleshoot tubing. No further information was provided. Tubing lot number and expiration date information not provided. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of pump when event occurred is not known. No additional information is available at this time. IV remodulin patient. Patient is actively on remodulin, opsumit and tadalafil. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; was interruption in therapy reported? No; is the actual product available for investigation? No; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by health professional.